Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with moderate leaflet calcification, no pre-implant balloon aortic valvuloplasty (bav) was performed. The initial valve was inserted into the patient and deployed to 80%, but was recaptured into the delivery catheter system (dcs) due to being too shallow. It was placed deeper in the annulus and was deployed to 80% a second time, however, was too deep and was recaptured again. Upon the second recapture, an infold was observed in the valve frame. A third deployment attempt was made and confirmed an infold. The valve and dcs were withdrawn from the patient. A new valve and dcs were prepped and inserted into the patient. The valve was deployed, but appeared to be under-expanded. A post-implant bav was performed with a 29 mm non-medtronic balloon to correct the under-expansion of the valve. There was a slight increase in procedure time; however, no adverse patient effects were reported.